Event description:
Customer's daughter reported that on (B)(6) 2013 the test did not start on customer's adc blood glucose meter. Caller further reported customer believed she could not test because the meter's date/time had not yet been set-up. Caller further reported customer experienced unspecified symptoms. Paramedics were called and upon arrival initiated an intravenous infusion of unknown type and then transported her to a local healthcare facility. At the hospital, customer was diagnosed with hyperglycemia. It is unknown what, if any, additional treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(6). All pertinent information available to abbott diabetes care has been submitted.